Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "peloris ii formalin bottle 1 was changed (B)(6) in the afternoon prior to the overnight runs. Both the 4-hour and 12-hour runs completed without any errors. The morning of 17 march, when removing the processed tissues, they noticed that the retorts smelled strongly of formalin and had a lot of moisture, even dripping from the lids. Bottle 1 also looked "over-filled" and liquid squirted out of the bottle when the lid was removed. They re-processed the tissues on their peloris iii." On (B)(6) 2021, the assigned leica biosystems field applications specialist (fas) visited the customer site in order to obtain further information regarding the circumstances involved in this complaint. The fas documented the following observations: "reagent change method may not be consistent between staff (i.e. Remote fill/ drain or manually changing reagents). Workload has increased considerably in the past month." The fas documented the following actions: "review reagent change protocol, increase reagent change threshold of cleaning solutions (from 80% to 88%), establish onboard re-processing protocol (currently using cleaning cycle with drying step)." The fas also documented that the tissue samples involved in this event were derived from the "4-hour and 12-hour" protocols comprising a total of 320 cassettes, which started in either retort a or b on (B)(6) 2021 and completed pm (B)(6) 2021. The tissue type(s) and size(s) of the affected samples were not provided. On 18 march 2021, a leica field service engineer (fse) also visited the customer site in order to assess the operation and function of the instrument. The fse documented that: "all the reagent bottles were changed, the wax baths were drained, cleaned, and refilled with new wax. Some of the air tubes were replaced, even though there was no leakage in any of the airlines. 1.5l of liquid was found in the condensation bottle and was emptied." The fse performed a cleaning cycle in both retort a and b; and subsequently executed verification tests using the service software, for which all results were satisfactory. The fse also measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured and calculated ethanol concentration was found to exceed the acceptable limit of 5% in bottles 3, 6 and 8, in which the measured ethanol concentration was 70%, 88% and 54% respectively and the calculated ethanol concentration was 89%, 93% and 73% respectively. On 18 march 2021, leica biosystems (B)(4) received the following information from the leica sales and product application specialist, (B)(4): "all the tissue blocks were re-processed and were diagnosable from h&e and ihc." On 19 march 2021, leica biosystems (B)(4) received the following information from the leica field service engineer - (B)(4): "the customer advised yesterday they diagnosed most of the samples and they will give us and update if any slides were not diagnosed by the end of the today."

Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: - based on the information provided by the complainant, the tissue samples involved in this event were derived from the "factory 12hr xylene standard" protocol comprising 111 cassettes, which started in retort b at (B)(6).